Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic rectal prolapse procedure, the device was broken off during use (yellow broken piece). The damage piece was fallen into the patient¿s body and the surgeon removed it with forceps via the trocar. No pieces were left inside the patient. There is no missing piece into the body. Surgeon guesses the damaged piece is the root of the jaw. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # l54p0x. Investigation summary: the analysis results showed that one ems was received sterile and with no apparent damage. The device was opened and a yellow piece was found inside of package. An attempt to fire the device was made, but the device was non-functional. The device was disassembled to verify the integrity of the internal components and the return spring was found disengaged from the driver link as a result of the driver link being broken. No conclusion could be reached as to how the damaged to the driver link occurred. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.